Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: one of the silver prongs bent some time during the case making it difficult to clip. It was hard to clip during the case. The device was adjusted and they were still able to use it but the tip jammed and broke and would not send a clip through. No information provided regarding the timing of the event. Customer mentioned that the clip applier is available if it needs to be sent back for review. Intervention: per or case was continued. Patient status: ok.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: one of the silver prongs bent some time during the case making it difficult to clip. It was hard to clip during the case. The device was adjusted and they were still able to use it but the tip jammed and broke and would not send a clip through. No information provided regarding the timing of the event. Customer mentioned that the clip applier is available if it needs to be sent back for review. Intervention: per or case was continued. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws . Visual inspection was performed on the event unit, where the feeder tooth was observed to be bent inward. Based on the condition of the returned unit and the description of the event , it is likely that the bent feeder tooth was caused by the device being inserted or removed when the feeder is in the jaws. The instructions for use (IFU) states ¿place the clip applier through the trocar (illustration 2). The empty jaws will collapse when passing through the kii 5mm trocar and then reopen once through the cannula. Caution: do not pre-load a clip into the jaw prior to device insertion through a trocar. Doing so may result in damage to the device upon insertion. If device is pre-loaded, fully compress the trigger against the handle and release to reset the device.¿ applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to h6. Component code.